Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was noted that the patient received inappropriate atrial tachycardia pacing therapy during a conducted atrial flutter. No further information was reported. The patient was stable.

Event description:
New information received stated that programming changes were made.